Event description:
It was reported, during a shoulder procedure the ar-6430, outflow tubing, failed to provide outflow. The procedure was completed by bailing out to the traditional vacuum suction in the room. Additional information 4/6/2021 it was reported, during a shoulder procedure the ar-6430, outflow tubing, failed to provide outflow, the fluid was stagnant. The procedure was completed by bailing out to the traditional vacuum suction in the room.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling of the device due to damage to the device.